Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in set), which occurred on the homechoice (hc) during dwell 3 of 5. The technical service representative (tsr) explained the alarm. There were no unused lines open, no leaks, and the home patient (hp) did not disconnect. The hp cycled the power and system error 2367 occurred. The tsr assisted to retrieve the cassette and advised the hp to let the registered nurse know about the alarm. Per the callscript, the hp was connected at the time of the alarm, the patient line was properly primed before connecting, a patient extension line was not used, the hp did not disconnect any time prior to the alarm, all of the bags were properly connected, there were no open clamps on any unused lines, there was not anything unusual noted about the supplies, and the supplies were not damaged by an outlet clamp. The hp would complete therapy with manual exchange. There was no form of samples or lot numbers available. There was the patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded and the lot number was unknown; therefore, no evaluation or batch review could be performed. This complaint for a system error 2240 (air in set) was not confirmed. The cause was undetermined.